Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter was leaked after the balloon was inflated with 8ml of water instead of 7ml. Also stated that after they filled the balloon with 7ml of water last month there was only 5ml of water when it was removed. The representative informed that an improperly inflated balloon would not be symmetrical and the extra weight to one side can cause bladder spasm. The manufacturer recommended using only the proper amount of water in the balloon as per the instructions or labeling.